Manufacturer narrative:
(B)(4).

Event description:
It was reported that a large volume infusor's bladder ruptured during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review will be performed; if any relevant information is identified during the review, a follow-up report will be submitted. The sample was received for evaluation. A visual inspection and leak testing were performed. No malfunctions were identified during evaluation; a root cause could not be identified.